Event description:
This was a spontaneous report from a physician concerns a patient of unspecified age and sex from (B)(6): local case ID number (B)(4). Initial information was processed with additional information received on 27-oct-2016. The patient's height, weight and medical history were not reported. The patient was treated with evicel via omrix pressure regulator initiated on (B)(6) 2016 for mesh fixation during hernia repair (off label use). Concomitant medications were not reported. Evicel was sprayed laparoscopically. The surgeon stated that there was no adverse outcome to patient, and that the clot did not polymerise as quickly compared to tiseel (drug ineffective for unapproved indication). Action take with omrix pressure regulator was not applicable. The patient outcome was unknown for off-label use and drug ineffective for unapproved indication. A product quality was associated with this report ((B)(4)). This report was not serious, and reportable. This case is linked to drug/device case (B)(4).